Manufacturer narrative:
The customer's complaint issue was confirmed as follows: pt admitted to endoscopy for pancreatic pseudocystogastrostomy. Pseudocyst punctured with cook echo-tip procore 19 gauge needle as planned. When the consultant tried to remove the stylet he noticed it was very stiff. They took the procore out and went down with the normal 19g fna needle. It was during this intubation the customer noticed a small piece of metal, from the procore, in the stomach, which they unsuccessfully tried to retrieve. The piece of metal in question was estimated to be approx 5mm long. There were no echo-hd-19-c (echo) devices of lot #c680874 in stock at the time of the complaint investigation. One x echo device of lot c680874 was returned for eval. The device was returned in the original packaging and was open on receipt. Upon eval of the returned device, it was noted the cap of the stylet was missing and had been returned. The device was returned with a portion of the stylet extended from the handle. It was possible to advance and retract the needle without difficulty. No damage was noted to the sheath. Upon closer inspection of the needle, it was noted that the tip of the needle was missing. The failure was confirmed at the distal end of the notch. The info provided by the customer indicated this device was used for "pseudocyst drainage." As per the instructions for use, ifu0077-2, this device is used for fine needle biopsy of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. The IFU for this echo device does not indicate for the device to be used for pseudocyst drainage purposes. Info received during a visit to the complaint facility confirmed the echo-hd-19-c device was used in error. The following info was provided: "the procore was used accidentally and they hold their hands up to this mistake. The charge nurse had put out a 19g fna needle for the procedure but someone else handed the consultant a procore when he asked for the needle. They would not normally use a procore for this procedure." It has been determined that this device was used in a manner deemed as 'off-label' use. A note within ifu0077-2 states: "do not use this device for any purpose other than stated intended use." A possible cause of the needle breaking has been attributed to improper use of the echo device involved in this complaint. However, as the conditions of use cannot be replicated during the lab, the root cause of this complaint cannot be conclusively determined. The info received confirmed a piece of the needle remained in the pt. The eval of the returned echo device confirms the tip of the needle is missing. To date, no procedure has been scheduled to remove the broken piece of needle from the pt. The pt was asymptomatic, was sent home shortly after the incident occurred. Info received during a visit to the complaint facility provided the following info regarding the status of the pt: "the pt has no reported conditions to date as a result of this incident. Dr (B)(6), who performed the procedure, regards it as clinically insignificant and has no concern over the pt's welfare." The physician involved has been advised that no part of the echo device involved in this complaint was designed to be implantable and in the absence of any research or data, the MFR could not guarantee or speculate on the pt's health and safety as a result of long term exposure to this part of the device [piece of needle remaining in the pt]. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the relevant mfg records for the echo device involved in this complaint did not reveal any discrepancies which could have contributed to the complaint issue. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Based on the moderate risk and low occurrence rate, no corrective action is warranted as a result of this complaint. Customer qa will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The customer's complaint issue was confirmed as follows: pt admitted to endoscopy for pancreatic pseudocystogastrostomy. Pseudocyst punctured with cook echo-tip procore 19 gauge needle as planned. When the consultant tried to remove the stylet he noticed it was very stiff. They took the procore out and went down with the normal 19g fna needle. It was during this intubation the customer noticed a small piece of metal, from the procore, in the stomach, which they unsuccessfully tried to retrieve. The piece of metal in question was estimated to be approx 5mm long.